Event description:
It was reported that a patient shows as deceased in the surgeon system. Cm the neurologist¿s office noted that the cause was possible sudep. No additional relevant information has been received to date.

Event description:
Information received from the physician noting the etiology of patient, non ambulatory, nonverbal, g-tube, cerebral palsy, severe mental disability, hypothyroid, nutritional disorder, iron deficiency. Patient had seizure reduction from vns. Cause ¿ unknown (no report of death til this form received by physician). Believed relationship to vns ¿ not related.